Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: could not duplicate customer's complaint of generator was causing the electrode to activate intermittently. Unit was evaluated, many attempts of testing and diagnostics were made, no problem was found, unit passed all diagnostic and testing. Multiple scratches on unit fascia and base plate ; replaced fascia and base plate . The fascia label and the membrane switch panel were replaced because of the replacement of the fascia. Minor scratches on unit top plate; no repairs needed. Missing 2 mounting feet; replaced missing mounting feet. Performed service bulletins. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the vapr iii generator was being used in an arthroscopic case and the connection to the generator was causing the electrode to activate intermittently throughout the case. The vapr iii generator was swapped with a second vapr iii and the case was completed with no consequence to the patient. One unit will be returned for analysis by the customer.